Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient came into the surgeon's clinic with a metal on metal hip replacement with findings of increasing levels of serum metal ions as well as findings of iliopsoas fluid collection on mars MRI. Based on this, it was recommended that the patient should undergo revision hip surgery too avoid potential worsening adverse local tissue reaction. Doi: (B)(6) 2009; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pain was identified as an additional reason for revision.